Manufacturer narrative:
User did not provide specific product information or photos, there are the following possible situations: counterfeit products, the physical state of the personnel during the test affects the test results. Ongoing follow-up to collect information.

Event description:
Customer feedback: very high false positive rate" purchased from sunline supply.